Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified, 90% stenosed lesion in the left anterior descending artery (lad). The oad was advanced proximal to the lesion and one low-speed treatment was performed for 30 seconds. Fluoroscopy was observed and a perforation was visualized. The oad was removed, and a balloon was placed. The patient coded and cardiopulmonary resuscitation was performed. A ventricular assist device was placed along with a temporary pacer, however, this was unsuccessful, and the patient expired.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).